Manufacturer narrative:
The reported event was confirmed through functional testing of the autopulse platform ((B)(4)). The root cause is due to the defective system processor board (pca). Upon visual inspection, no physical damages were observed. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance and some screws were missing from the bottom enclosure, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2013 and is 6 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform initial functional testing and archive data download due to the device failed during the power-on-self-test and no display on the lcd screen. The issue was due to internal communication error between processor pca with the other controller module. The system processor board needs to be replaced to remedy this issue. Unrelated to the reported complaint, observed no brake activate when the device was powered on and noticed the drive train motor had rusted/corroded at the brake housing area. The brake assembly was seized from corrosion and as a result, the encoder drive shaft does not rotate smoothly and prevent the platform to perform compression. Following the service, the autopulse was subjected to a 15 minutes run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during training routine , the autopulse platform ((B)(4)) screen lcd displayed blank upon powering on. No patient involvement.